Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: description updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is no longer in the insertion tube and was not returned. The tip of the insertion tube has evidence of being in contact with a sharp instrument such as a grasper. The cleat has been removed from the knob and disassembled. Each of the two sutures has a frayed break on one end. Bio debris is present. A functional evaluation revealed the knob is locked. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that suture strength requirements are specified. A certificate of analysis is required with each shipment verifying suture diameter & knot pull suture strength. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force to the device or use of sharp instruments near the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unknown procedure, when the shaft was inserted into the bone hole and turning the dial, the suture of the q-fix broke into pieces. All pieces were removed from the patient. The procedure was successfully completed with a delay of 10 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during an unknown procedure, when the shaft was inserted into the bone hole and turning the dial, the suture of the q-fix broke into pieces. The procedure was successfully completed with a delay of 10 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.